Event description:
This event occured outside of the USA, in spain. On 01-oct-2024, the spanish subsidiary notified teoxane geneva of an adverse event.  According to the information received on 01-oct-2024, a patient was injected on (B)(6) 2023 with: - 2,4 ml of puresense ultra deep in cheekbones with a bolus technique and a cannula (rc/2410006) - 1,2 ml of rha 4 in the cheeks and marionette lines with a retrotracing technique (current complaint). Approximately 11 months after the injection, on (B)(6)n2024, the patient reported a mild oedema in the right tear trough. The same day, the patient received the following treatments: antibiotic treatment (doxycycline - 100mg/12 hours - 10 days) - glucocorticoid treatment (zamene - 15mg with a decreasing dose along time - unspecified duration). 8 days after the last consultation, on (B)(6) 2024, the patient presented inflammatory nodules in marionette lines linked to the rha 4 injection (current complaint). During the consultation, the patient provided an ultrasound report that mentioned a reaction to a foreign body. The injector decided to dissolve the filler in the right tear trough and marionette lines with 100ui of hyaluronidase and the on-going treatment was maintained.  According to the information received on 02-oct-2024, a patient follow-up has been done and the symptoms were resolved, so the case was closed.

Manufacturer narrative:
This case seems to be linked to a granulomatous reaction based on the ultrasound report. Granulomas that appear weeks to years after injection are known and widely documented reactions in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction in response to the filler, which is treated as a foreign body. Patient predisposition, trauma, vaccines, or infections are possible etiologies for this complication. Immune cells (macrophages) surround the product, inducing a destructive fibrotic process. Adequate treatment generally allows for a quick and effective resolution of these reactions, although certain granulomas at an advanced stage might be unresponsive to hyaluronidase. The risk of such reactions is mentioned in the instructions for use of products.